Event description:
The facility reports the resident was put in the chair and showered in the lying back position. When sitting, the pt back up, his testicles and his scrotum were pinched and lacerated between the adjustable seat frame and the frame of the seat. He then received a one-inch cut to his scrotum. There was no bed pan present. The pt had to be tilted back again to un-pinch his scrotum. He was then removed and received treatment for his injury (steri strips applied).

Manufacturer narrative:
An arjo investigator examined the device and found everything working to arjo specifications. The MFR concludes the event is due to user error. Page 4 in the lifter operating instructions includes the statement, "always ensure that the equipment is used by trained staff." There is also the statement, "always ensure that nobody is touching parts of the lift which are in relative movement to each other when the lift is activated." These are listed under the safety instructions in the manual. The MFR recommends retraining lift operators, especially regarding the above requirements in the operating instructions. The MFR will continue to trend and monitor for this type of report.